Manufacturer narrative:
(B)(4). Device evaluation: two cartridges were returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection, no damages or defects were observed to the luer, o-rings, plunger, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridges. A leak test was performed with no failures being observed; no leaks were observed from the luer connections, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that when filling one cartridge, there was an issue with air bubbles and she was not able to remove them. The family member confirmed that the patient did not use the cartridge. She reported that she filled the cartridge to 2.0 ml.